Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found to have the main tube dislodged. The main tube metal tabs were found to be dislodged from the slots at the distal end. As a result, the instrument failed intuitive motion. The instrument exhibited imprecise motion when the master tool manipulators (mtms) were manipulated. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument would move partially in the intended direction, but not complete movement fully. A lag was observed, or the instrument would just stop moving. The instrument's grip tips were not moving intuitively (they were not following the mtm input commands smoothly). The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend instrument's tip moved differently/moved in the opposite direction from the surgeon's hand control. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was reportedly inspected prior to use, and no issues were noted. The reported event/failure occurred when the surgeon was attempting to manipulate the instrument with his/her head inside the surgeon side console high resolution stereo viewer. It was confirmed that there was no patient harm due to the alleged product issue. The site was not able to provide any additional details related to this event.